Manufacturer narrative:
MFR date: 05dec2019. Report date: 10dec2019. The occurrence of "check vent: battery failed" was confirmed, so that the lithium-ion battery has been replaced. There was no reproducibility but there was an occurrence record of "check vent: backup alarm failed." Therefore, the cpu pcba (central processing unit, printed circuit board assembly) was replaced as a precaution. The power led (light emitting diode) turned off. Therefore, the power switch overlay has been replaced. All the reported issues have been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 19nov2019. The manufacturer's international service technician evaluated the device and confirmed the occurrence of ¿check vent error¿ (internal battery abnormality) through operation checks. They also found "check vent error" (backup alarm abnormality) from the error log. It was also found that the power supply led (light emitting diode) turned off by vibration. The manufacturer's international service technician advised to replace the lithium ion battery to address the internal battery abnormality. They also advised to replace the cpu board to address the backup alarm abnormality and to replace the power switch overlay to address the vibration. The customer did not accept repair. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Battery failure. There was no patient involvement.